Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint description & malfunction code: a complaint investigation was conducted based on the event description and the assigned malfunction code - leak between tubing and site connector (detachment / significant wetness). Visual evidence review:. A photo was provided, and analysis confirmed the reported issue - leak between tubing and site connector (detachment / significant wetness). Additional information was requested; however, no lot number or product specific details were provided. No device, components, or physical evidence were returned. As a result, visual inspection, retain sample testing, or evaluation of component integrity, product performance, or potential manufacturing defects could not be performed. Investigation results the reported malfunction was confirmed based on the photographic evidence. Due to the absence of returned product and lot traceability, the investigation was limited, and no further testing or root cause analysis could be completed. Conclusion: visual evidence supports the complaint. However, the lack of physical product and lot information prevents a full investigation. The root cause cannot be determined based on the available information. Complaint confirmed: the complaint is confirmed. The tubing was visibly detached from the tubing-tubing connector, as shown in the photo provided. Statistical analysis result: in response to the complaint and due to the absence of a specific lot number, a high level investigation was conducted for the quick set infusion set product family and the assigned malfunction. The investigation encompassed an electronic quality management system (eqms) search, assessment of complaint trends, and the review of risk management files. No systemic issues were identified. Please refer to the attached memo for full details: minimed quick-set tubing document. Enclosure 1: eqms search results . Enclosure 2: maintenance results . Enclosure 3: raw data for complaint trending . The record may be reassessed if additional information becomes available. Corrective and preventive action (CAPA) determination assessment - conclusion summary of complaint investigation: due to the absence of a lot number and returned product, the investigation was limited to a high level review of the quick set infusion set product family, including an eqms search, complaint trending, and review of applicable risk management documentation. No evidence of a systemic issue was identified. No further action is required at this time, and the record will be closed and monitored through tracking and trending per work instruction (wi) (monthly trips and alerts). Conclusion summary of complaint investigation: as a result of the following: the complaint associated with malfunction code (leak between tubing and site connector detachment/significant wetness) was evaluated. The reported condition was visually confirmed through the photograph provided, which showed the tubing detached from the tubing to tubing connector. No lot number, device, or product components were returned, preventing traceability assessment and precluding any physical evaluation, including visual inspection, retain sample testing, or component and performance analysis. As a result, the investigation was limited to photographic evidence, and no root cause could be determined. A high level systemic assessment was conducted for the quick set infusion set family, including an eqms records review, complaint trending evaluation, and examination of relevant risk management documentation. This review did not identify systemic issues, emerging trends, or product family level concerns. The absence of traceability information and returned product constrained the depth of the analysis. No additional CAPA actions are warranted at this time. The record will remain closed and continue to be monitored through routine tracking and trending activities, and may be reassessed if new information becomes available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: denmark since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in denmark. It was reported that the patient experienced an infusion set detachment event on (B)(6) 2025, when the tubing disconnected from the button that connects the reservoir to the infusion site. The patient's blood glucose level was 22.4 mmol/l, and felt feeling unwell. No further information available.